Manufacturer narrative:
(B)(4). G2: foreign: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a primary hip arthroplasty. Subsequently, the patient was revised for instability and subluxation. The patient had a zb g7 cup and a competitor stem and head insitu. The surgeon explanted the liner and exchanged it for a g7 dual mobility liner and bearing to improve stability. The retained stem had a 12/14 neck taper, so the surgeon opted to explant the competitor head and replace it with a zb 12/14 biolox option femoral head with a taper sleeve to accommodate the stem trunnion. The explanted zb liner had no signs of wear or degradation.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined; however, it is known that a competitor head and stem was used with the zimmer biomet bearing and this is considered off label. It states under compatibility "do not use components of the g7 acetabular system polyethylene acetabular liners with components of any other system or manufacturer, unless authorized by zimmer biomet. " it is unknown if this off label use caused or contributed to the reported event. Unable to confirm complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.